Event description:
The user facility reported a screw on the return door safety bar had fallen out causing the safety bar to drop down on one side. The facility attempted to tape the safety bar back into place; however the plastic safety bar again fell and bruised an employee's arm. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the scs conveyer and found the safety bar taped into position. The technician identified that the tape applied by the user facility interfered with the unit's door sensor causing the door to remain open and disabling the unit's motorized rollers. The technician was informed that the employee had attempted to manually push the carts through the automated pass through window when the safety bar dropped down on one side, bruising the employee's arm. The steris technician asked to speak with the injured employee; however the employee was reported to be on leave in relation to her injury. Steris has made multiple attempts to obtain additional information regarding the employee's injury however the facility has been unresponsive. Section 4.1.2 of the scs operator manual states, "conveyor don'ts - never transport rack sideways on a two-way conveyor in front of washer unload door while it is opening or opened..." Additionally, the operator manual instructs the user facility to contact steris if an issue occurs. The operator manual states, "if you are unable to correct the problem with use of the troubleshooting chart, or if a problem occurs that is not described on chart, call steris." Additional in-service training was offered to the user facility, however the facility declined. The technician applied thread lock on the screw, put the spring that recoils the safety bar in place and tightened the screw to specification. The technician performed a test cycle, confirmed the device was operating to specification and returned the unit to service. The scs was installed in (B)(6) 2013 and is currently under steris warranty.